Event description:
On 21st february, 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the bracket had paint damage on the mount for the spring arm, moreover, rusty spots appeared. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the bracket had paint damage on the mount for the spring arm, moreover, rusty spots appeared. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. According to the information provided by the getinge technician, the device has been repaired by replacement of pwd/hld 300 double fork std bracket (ard368329998). It was established that when the event occurred, the surgical light did not meet its specification due to paint damage and rust occurrence, which contributed to the event. The device was not being used for a patient¿s treatment upon the event occurrence. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling and corrosion on powerled and hled surgical lights, there is one event which led to the serious injury due to paint chipping problem. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of rust occurrence and paint peeling is moderate. According to the subject matter expert at the manufacturing site, it was concluded that maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 21th february, 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the bracket had paint damage on the mount for the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event or problem: on 21st february, 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the bracket had paint damage on the mount for the spring arm, moreover, rusty spots appeared. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 21th february, 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the bracket had paint damage on the mount for the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury.